Manufacturer narrative:
The medium-large clip applier instrument has been received for failure analysis evaluation. However, failure analysis has not been completed at this time.

Event description:
It was reported that during a da vinci-assisted procedure, when attempting to clip a blood vessel using a medium-large clip applier, the clip failed to clip and bent, requiring retrieval. The customer also reported that the clip(s) would make a clicking sound when loaded onto the instrument and also would not fit well. When the customer attempted to load the clip by hand, the clip would become stuck on the instrument tip. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.